Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 around 7 or 7:30pm. Customer mentioned that she went to the emergency room due to high blood glucose because the sensor glucose was showing that she was low and shutting off the pump and blood glucose was not low. Blood glucose was going high and gave injections and then went into a semi conscious state and mother called sister and sister called 911 mg/dl. The blood glucose value when during hospitalization was close to 600 mg/dl. Troubleshooting was assisted for sensor glucose verses blood glucose. Treatment provided is insulin injection and IV drip. The customer wearing the pump at time of hospitalization. Troubleshooting declined for high blood glucose. Customer stated that her blood glucose are erratic and cannot control her blood glucose. The insulin pump will not be returned for analysis.